Event description:
The customer contacted stryker to report that their device's main keypad is not responsive. In this state, defibrillation therapy may be delayed or prevented from being delivered to the patient if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer¿s device and verified the reported issue. Stryker determined that the "code summary" button on the small keypad was pushed in causing the main keypad to be unresponsive. The small keypad was replaced to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.